Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from (200-300) mg/dl. A correction bolus was administered via pump to address bg. A pump system check was performed and insulin was not observed to be flowing out of the infusion set tubing until the customer delivered an additional 11-16 units to fill the tubing. Reportedly, the current cartridge was in use for 3-4 days. A supply change was performed to address the issue and insulin delivery was resumed.